Event description:
It was reported to manufacturer, by facilities, (B) (4) and (B) (4), both are future care facilities. Per facilities, they have the f026al rails/assist devices and the retaining latch assembly broke leaving a screw exposed and one of the residents (B) (6) was cut - needing several stitches to close the wound. Then at [homewood] same issue the retaining latch assembly broke leaving a screw exposed and a nurse cut her leg. Medical attention needed. No return of broken assemblies from either facility, pictures were sent to review. Manufacturer initiated in-house discussions and engineering testing began on this assembly. [No failures found with the obstruction adn slamming test, however, during the door jam test, the latch broke upon impact with the door which revealed this is / was an abuse cituation on the end user part]. Dco written to update verbage in user manuals to add a warning i.e., "in the event worn or broken part(s) are identified, remove the device from service until repairs are made".

Manufacturer narrative:
No component parts were returned, pictures were sent for review.